Manufacturer narrative:
Date sent to the FDA:1/13/2025 d4: the device catalog number is unknown; therefore, UDI is unavailable. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on 04/30/2013. (B)(4) submitted for adverse event which occurred on 09/30/2014. (B)(4) submitted for adverse event which occurred on 09/28/2015. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent repair of right inguinal hernia on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent repair of incisional hernia on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal of previous mesh and repair of recurrent incisional hernia on (B)(6) 2014. It was reported that the patient underwent repair of recurrent incarcerated incisional hernia on (B)(6) 2015 during which the surgeon noted large hernia, dense adhesions of small bowel to midline hernia sac and old mesh, old mesh retracted and curled up. Other procedure was captured in a separate file. No other information provided.